Event description:
It was reported that the user experienced elevated blood glucose (bg) after the infusion set tubing was unintentionally pulled out. Bg began to rise due to a site change not being done immediately. Once the user then performed a site change, insulin delivery on the ilet system was successfully resumed. Symptoms included sweating associated with hyperglycemia peaking at 214 mg/dl. Outcomes included recovery of bg into range later that evening without hospitalization, alerts, or alarms. Investigation included customer care troubleshooting and education regarding infusion set management and site replacement, with follow-up attempted by phone. Investigation of this case revealed hyperglycemia secondary to an interrupted infusion pathway due to accidental line dislodgement, with resolution after replacing the infusion site and resuming insulin delivery; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that user handling leading to infusion set dislodgement was the cause.